Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injuries was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A sixty-two-year-old male patient received an impella 5.5 device for acute decompensated heart failure shock secondary to non-ischemic cardiomyopathy. The patient had been receiving multiple doses of inotropic medications, an intra-aortic balloon pump, and mechanical ventilation for more than seventy-two hours before impella implantation, indicating severe underlying disease. Hemodynamic measurements were consistent with stage e cardiogenic shock classification. The patient remained on impella support for thirty days. On the twenty-eighth day of support, during placement of a vascular line through the jugular vein, the patient experienced excessive bleeding. Anticoagulation therapy with heparin was stopped, and the insertion site was compressed. After heparin therapy was restarted, the patient sustained a catastrophic intracranial hemorrhage. The surgeon reported that the patient likely experienced an ischemic stroke during the period when heparin was discontinued and compression was applied, which then converted to hemorrhage once anticoagulation resumed. While most probably caused by the line insertion event, stroke and major bleed will conservatively be coded to the impella device, as the required anticoagulation might have aggravated the bleeding and the mechanical support during anticoagulation pause might have contributed to the stroke. Supportive care was withdrawn two days later due to the patient¿s overall clinical condition. Death was conservatively coded to the impella 5.5 while most likely to be caused by the underlying disease and unrelated to impella.